Event description:
The co rec'd a report where it was claimed that the unit did not provide an audible tone. Initially the customer could not confirm the model of the device. On 02/26/2008 receiving confirmed that the unit was a n600 device that did not provide an audible tone.

Manufacturer narrative:
The device is pending evaluation at the manufacturing plant.